Event description:
The facility reported a colleague infusion pump with a failure code of 812:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code of 812:02 was confirmed on channel b by a baxter service technician. The root cause of this condition was assigned to a faulty pump head module b. The pump head module b was replaced to correct this condition.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.